Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the consumer alleged the cable on the joystick is sliced and sparked due to this issue.